Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, corrosion of the video connector receiving contact and output connector wear were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system displayed a lamp a/b error and the lamp failed to light up. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct to g3 of the previous supplemental medwatch report. The aware date should be 17-aug-2022 (not 17-sept-2022).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The date of event was added to b3. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the lamp error was due to a fault in the converter, but the cause of the converter failure could not be identified. Olympus will continue to monitor field performance for this device.